Manufacturer narrative:
This report is submitted on september 2, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, in order for the patient to upgrade to a MRI compatible device. The patient was reimplanted with another cochlear device during the same surgery.